Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose (bg) level. Reportedly, the fill estimate went down rapidly and the customer was out of insulin. Customer did not report damage/ leaking to the cartridge. The customer declined to troubleshoot with tandem technical support.